Event description:
It was reported that the patient was unhappy with the result of the ams 700 lgx inflatable penile prosthesis because the tip of his penis bends downwards and sideways. It was further stated that it has not been right since the original implant. The patient is scheduled to have a revision surgery on (B)(6) 2019. Additional information received stated that the implant was a little short for the patient so during procedure the physician degloved the distal tip of the penile and changed the rear tip. No other parts were replaced. The patient is doing well post procedure.